Event description:
Information was received that a smiths medical cadd solis hpca had alarmed air in line. It was noted the bag was empty when this occurred.

Manufacturer narrative:
One cadd solis pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log was not available. Use testing was performed. The customer complaint of failed delivery accuracy was not confirmed. Service found the accuracy was within published specification of +/- 6%. Service will not take any actions at this time. The root cause is unknown.

Event description:
No patient involvement.

Manufacturer narrative:
One cadd solis pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log was not available. Use testing was performed. The customer complaint of failed delivery accuracy was not confirmed. Service found the accuracy was within published specification of +/- 6%. Service will not take any actions at this time. The root cause is unknown.

Event description:
No patient involvement.